Event description:
The customer observed error codes and discrepant results for (B)(6), and within the data that was sent a (B)(6) result was found. The following data is available: sid (B)(6) initial (B)(6) 7.43 s/co, repeat (B)(6) 0.20 s/co. No further patient details are available. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical and complaint data, a review of labeling, and visit to the customer site. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. The customer observed (B)(6). Abbott personnel visited the site the next day and observed that there had been a lot of error code 1005 with (B)(6) results on (B)(6). The controls were out of range on the morning of (B)(6). The issue was resolved by replacing the wash buffer tank. The customer was using trigger instead of wash buffer. Based on the results of this investigation, no malfunction or deficiency was identified.

Manufacturer narrative:
The lot number was corrected from 255563l100 to 255563li00.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).